Manufacturer narrative:
Investigation: a function test was carried out. During turning the shaft, in some positions resistance was recognizable. After detaching the shaft from the handle, the bent connection pin was visible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is probably user related. Rational: this damage is caused by a wrong mounting from the shaft to the handle. The correct way of assembling is documented in the IFU(information for use). Corrective action: a CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During procedure of traction and extraction of myoma by laparoscopy and the device became blocked and could not be dismounted. There was no patient injury; surgery was delayed by more than 15 minutes.